Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that vdw gold/silver contra angle causes error code 2, mechanical issue. No injury occurred.

Manufacturer narrative:
After investigation of vdw gold/silver contra angle it was found that the surface due to incorrect cleaning, disinfection -> heavily oxidized, head drive worn defective, it was replaced.